Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot ph8463, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the suture broke easily when sewing in the surgery of myomectomy of uterus on (B)(6) 2020. Changed another one to complete the surgery. There is no report on patient's injury. No additional information could be provided.